Manufacturer narrative:
UDI related data quality updates only.

Event description:
Physician attempted to use a micro introducer kit during patient treatment. The lumen was flushed prior to use. A guidewire was used for the insertion of the catheter. Local anesthesia was used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. It was reported blood leaked out the orange hub when guidewire and dilator were removed. This issue is reported for 3 kits in a row. The devices were safely removed from patient. A replacement medtronic device was used to complete procedure. The vein is reported to have closed and no additional treatment was required. No patient injury reported.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer. A functional test was performed on the returned sample. A water-filled syringe was used to flush the introducer. During the flush, it was confirmed that there was leakage from the introducer cap. An internal investigation has been initiated to address the introducer leakage issue. The internal investigation will document the root cause identified and the corrective action that was taken to address the issue. There were no similar complaints found related to the lot number.